Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "total hip replacement with a cementless acetabular component and a cemented femoral component in patients younger than fifty years of age" written by young-hoo kim, md, h.k. Kook, md and j.s. Kim md published by the journal of bone and joint surgery, incorporated may 2002 volume 84-a number 5 was reviewed. The article's purpose: "the purpose of this study was to determine the prevalence of aseptic loosening, polyethylene wear, and osteolysis in a prospective consecutive series of sixty-four primary hybrid total hip replacements in fifty-five patients younger than fifty years old." The data was compiled from 64 hips (55 patients - 43 men and 12 women - with mean age of 43.4 years) with a follow up duration average of 9.4 years. The depuy products utilized in all hips: duraloc acetabular cups without screw fixation, poly liners, cemented elite plus or elite femoral component. Adverse events noted: revision for late infection (1) in conjunction with osteotomy and revised with cementless femoral stem, nondisplaced intraoperative femoral fracturs treated with cerclage wire (2), dislocation 2 weeks post op treated with closed manipulation without reoccurrence (1), heterotopic ossification (3), and venographically documented silent dvt in calf on side of operation untreated (7) the article does not provide adequate information for accurate quantities of impacted products as a patient may experience more than one adverse event.